Manufacturer narrative:
The investigation confirmed that multiple, reproducible, higher than expected vitros phbr quality control results were predicted while using the vitros 5,1 fs chemistry system. There is no evidence that an instrument related issue contributed to the event. The investigation concludes that the affected results were associated with the use of an atypical phbr calibration that was not verified prior to use. The specific cause of the atypical calibration is unknown. Expected quality control results were obtained upon using a prior phbr calibration. The root cause of the event is user error in not following the ocd recommended quality control procedures located in the vitros phbr instructions for use,

Event description:
The customer obtained multiple, reproducible, higher than expected vitros phbr quality control results using a vitros 5,1 fs chemistry system. Qc fluid lot m1914 = 73.49, 78.42, 75.49, 73.64, 73.06, 75.94, 77.91, 75.23, 75.43, 76.76, 74.89, 76.25, 73.52, 80.00, 73.95, 73.88, 76.29, 73.10, 67.95, 77.78, 78.37, 76.42, 77.17, 79.17, 77.52, 78.16, 77.76, 77.88, 77.11, 76.97, 78.32, 76.22, 79.98, 78.39, 76.47, 77.85, 78.69, 78.25, 76.07, 78.57, 77.90, 76.94, 79.49, 79.59, 76.42, 76.90, 78.78, 77.69, 76.53, 77.54, 77.64, 77.54 vs. Expected results = 60.78 ng/ml; qc fluid lot k1912 = 15.61, 14.46 vs. An expected result= 11.36 ng/ml; qc fluid lot l1913 = 36.17, 34.62 vs. An expected result= 28.82 ng/ml; biased results of the direction and magnitude observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report that patient samples were affected or reported from the laboratory during the time frame of the event. There was no report of patient harm as a result of this event. (B)(4).